Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap gastrectomy, the tissue pad was detached. No pieces fell into the patient. (B)(4) was used. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information provided: or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Although we do not have detailed information, the tissue pad did not fall into the patient. If yes, did any piece fall into the patient? No. Was the piece retrieved? N/a. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No information.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.